Event description:
Caller reported that the tandem mobi pump battery was not charging despite being aligned correctly with the tandem logo and using the appropriate charging equipment. There was no adverse impact to the customer's blood glucose level. The caller decided to monitor the pump's charge and attempt charging again, planning to leave it on the charging pad for 30 minutes and follow up if necessary.